Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl, lymphadenopathy, granuloma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cd30+, alk- alcl; diffuse lymphadenopathy; and silicosis granulomas; grade 3 capsular contracture.

Event description:
Through journal article ¿biopsy results are not sufficient to exclude breast implant-associated anaplastic large cell lymphoma: a case mistaken for disseminated silicosis¿ the author reports cd30- positive t-cells in both the breast implant capsule and within the lymph node. MRI showed no suspicious mass or non-mass enhancement to suggest malignancy. The lymph node and implant capsules were subsequently sent out for extramural expert consultation, and the diagnosis of bia-alcl was confirmed as the marker of alk-negative was reported. Additionally reported were diffuse lymphadenopathy, and silicosis granulomas, grade 3 capsular contracture, and thick breast capsule with one area of calcification. Ir-guided fine needle aspiration was reported to occur. The following reported events have been deemed not device related: fevers, nausea, vomiting, night sweats, 30 pound weight loss, patient has been given the diagnosis of ra recently, and latent tb. Affected side is left. The device has been explanted and will not be returned.